Event description:
It was reported the programmer will not boot and an error message occurred. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was unable to read from a floppy disk, the disk drive was out of specification. Analysis also found that the programmer powers up normally, however when trying to interrogate a device an error was displayed.